Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical tests revealed that the device exhibited normal device characteristics with battery voltage above the elective replacement indicator. A longevity assessment revealed that the device was in the normal range of operation with appropriate remaining longevity. The analysis was normal. No anomalies were found.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted prophylactically with no known malfunctions, and the patient was recovering post-procedure.